Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal were both intact and no physical damage was observed except for cracked battery door. Primary audible alarm background test was found in event history. Infusion and occlusion test was unable to duplicate customer reported problem. The root cause of the reported issue was not found due to not being able to duplicate customer reported problem. Actions were taken to mitigate the reported issue: replaced speaker as preventative measure, battery door, barrel clamp rod, barrel clamp spring and performed power up process and all the functional test passed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was showing primary audible alarm in background test. No patient injury was reported.